Event description:
Us complainant reported the patient was on impella cp support. When the pump was removed, clot was noted on the pump at the inlet and outlet. Prior to removal of the 14 fr peel away sheath, the physician (md) could not aspirate back on it through the side arm with the 3-way stop cock on it. Md took the dilator with a syringe of saline connected and pulled negative while inserting the dilator through the valve to aspirate the sheath. This was done 2 times. No clot was aspirated through this portion of the sheath. The md proceeded to close the groin site as he would normally over a wire and hemostasis was achieved. Once the sheath was removed, the side arm was cleared of small clot by flushing forward onto a sterile towel on the field and outside of the patient¿s body. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B1 should have been adverse event only on manufacturer device report 1220648-2025-25474. E4 should have been left blank on manufacturer device report 1220648-2025-25474. H6 medical device problem code 1528 was reported incorrectly on manufacturer device report 1220648-2025-25474. New code was added to medical device problem code